Manufacturer narrative:
Manufacturers investigation conclusion. The evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The controller event log file captured driveline disconnect alarms starting on (B)(6) 2023 at 19:56:19 when the driveline was disconnected from the controller. These alarms lasted for 8 seconds before the driveline was reconnected to the controller at 19:56:27. The pump was off for approximately 12 seconds before ramping back up to speed at 19:56:31. Com a/b, low pump current, power a/b broken, low flow and low speed faults were captured during this event. Lvad off and low flow alarms were also captured during the event. The lvad event log file captured software reset, rotor displacement, lvad opc, and not initialized faults on (B)(6) 2023 at 19:56:28, consistent with the driveline disconnect. The controller and lvad periodic log files did not capture any notable events. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of the patients log files revealed a driveline disconnect alarm on (B)(6) 2023 at 19:56. The pump was off for about 10 seconds. The patient was stable and an inpatient acute rehabilitation center. No alarms were heard by the patient or the rehabilitation staff. The patient was asymptomatic. The alarm occurred when the patient was on batteries.